Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that ndc error when issuing medications. Technical support specialist had logged into mql and found no national drug code numbers had been added so walked the user through adding an item and assigning the national drug code barcode to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medbank mini had national drug code error when issuing medications. The customer said that they set up test accounts with meds assigned to cabinets, but no pharmacy or cr station was creating cubie labels. They used manufacturer barcodes for item ID and ndc. Without cubie labels, issuing meds triggered an error: ¿wrong bin. Check the right bin and re-scan. There were no adverse events or injuries reported based on this incident.